Event description:
Reporter alleged discrepant back to back blood glucose results of 42, 178 & 125 mg/dl when all testing was performed within 4 minutes. Customer stated having no low glucose symptoms at the time and delayed taking normal medications due to the readings. No other actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.